Manufacturer narrative:
H10: per information from the customer, the reprocessing steps at the material residue point were not deviated from the instruction manual. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the air/water channel could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the light cover glasses chipped; light cover glasses adhesive and optical cover glasses adhesive were worn; distal end cap had a stain; distal end adhesive was lifting; insertion tube protector was loose; air/water housing colored ring was worn; up/down and left/right angle was not to specification and up/down angle play and left/right angle play evident was not to specification. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope large wheel was broken. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, white crystallized contamination believed to be a simethicone type product was found in the air water channels. There were no reports of patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.